Event description:
Alleged false positive results for the following due to high rates of positives: 58 positive flu b results, 5 positive sars results, and 12 patients with positive flu b and sars results. 496 total tests performed, patients were symptomatic. No confirmatory testing performed.

Manufacturer narrative:
Investigation conclusion: tested 10x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.